Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact changed the basal rate settings and accidentally programmed 15 units/hour instead of 0.15 units/hour, which resulted in the customer experiencing a blood glucose (bg) level of 90 mg/dl. The customer went to the emergency room (ER) on (B)(6) 2017, and was given food to address the bg level. Approximately 4-5 hours later, the customer left the ER with a bg level of 157 mg/dl and "feeling much better". Review of the pump data logs by tandem technical support showed that the customer's basal rate settings had been changed to 15 units/hour prior to the reported ER event. Reportedly, after the basal rate change, the expected maximum basal rate notification had been declared by the pump. The contact understood the information relayed by tandem technical support.